Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil prematurely detached within the microcatheter during advancement. The physician had to remove the rebar microcatheter and use a new one. The coil was removed from the patient by removing the microcatheter. There were no surgical or medicinal interventions required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil the physician did not rotate the delivery pusher during the procedure. A continuous flush was administered during the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed by using another concerto coil. No causes or contributing factors for the event were identified. There was no coil separation or break.